Event description:
The patient had a coloplast penile implant placed in late august. Two days later he developed auto inflation of the device for which he was taken back to the or for revision of the implant. In spite of placing new components, the device problem persisted. The surgeon had multiple conversations with representatives of the company without resolution of the problem. Ultimately the implant was removed in less than two weeks following the original implant date. The surgeon asked the company to assess the implant after removal but they refused to accept the implant from the pathology department.======================manufacturer response for titan inflatable penile prosthesis, (brand not provided) (per site reporter).======================at the surgeon's request, the manufacturer was asked to examine the explanted device for autoinflation, but the manufacturer refused to allow returning the device to the company.